Event description:
The customer reported the ventilator is beeping, showing horizontal lines and provided no ventilation to the patient. The customer reported there was patient involvement and no patient harm.